Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an unrelated procedure. During the procedure fluoroscopy was done. It was noted that the left ventricular lead was dislodged and was only able to capture on the distal electrode. The lead was capped and replaced on (B)(6) 2018. The patient was stable during and post procedure.